Event description:
In 2009, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra 2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The pt said the meter did not power on for the first time in 2009. She provided info that she is legally blind; more detailed info was not provided. The cca documented that the pt said she thought lfs could send her a battery and she did not want to go through the troubleshooting customer service question. The pt told the cca she felt nervous and had blurred vision in the next day. She refused to answer whether she took any action or treatment, and she did not provide info regarding whether she takes any diabetes medication. The cca noted that the meter did not turn on and the pt had not replaced her battery per the owner's manual. This complaint is reported because the pt claims the lfs product does not turn on. She claims that one day after the issue started, she had blurred vision, which can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.